Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit was not storing the history of the previous feed. The unit was triaged and the reported issue was confirmed. The issue was isolated to a faulty printed circuit board. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, the device would not store the history information of the previous feed. There was no patient involvement.